Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings/corrosion, locking components and cable/cord/wiring of the motor device were damaged. It was determined that the hose was damaged and had a hole/cut in it. It was observed that the motor and control were damaged by liquid and corrosion. It was further determined that the device failed pretest for no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5v dc line and connector body, no short circuit between sensors gnd and connector body, noise assessment, and safety assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.